Event description:
Pt was in the MRI when it was noted that the "MRI safe" pump had a magnetic pull to the magnet. The tech was holding the pump and the pump never lifted or moved toward the magnet, but it was a firm pull. This pump was used on many patients in the old MRI, but the new MRI is fairly new, therefore, it was not expected. The pump was held by the tech after it was identified that it was magnetized. The patient's scan was not completed due to patient requiring vasoactive medication that required the pump or another very fine unit of regulation. Alternative methods for regulating the IV meds could have been used, but not in a very quick manner and the patient became restless lying flat on the MRI table. The physician stated he was uncomfortable continuing the test even with the pump secured and it would have taken some time to set up the micro infusion tubing, therefore, it was deferred. Pump alarmed multiple times during this event, but it was discovered that the alarming was related to the patient's port, not the pump itself. After reading into it further, it was noted that it states on top of the pump that it should be secured in its clamp prior to entering the room, however; this has not been the practiced previously.